Event description:
It was originally reported that the pt was experiencing shocking sensations and that there was something wrong with her leads. The hcp confirmed that the pt was experiencing shocking sensations. The hcp conducted impedance checks at a lower amplitude and it read abnormal numbers. When slightly higher amplitude was used it read normal measurements. When these impedance measurements were conducted the pt experienced the shocking sensations she had been experiencing. The hcp reprogrammed her device. Months later the pt was still experiencing shocking sensations so the hcp replaced the extension and ipg. The leads were ok. The pt reported that during explant the physician tried to pull the lead and now there is a "broken piece" about 3 inches long leaning up against her sacral spine. The pt is unsure what it is. Her physician told her is was too dangerous to remove. She has had some infections. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having pain. The patient was now seeing a physician and had an MRI to see if the broken piece was causing pain in their back. The patient diagnosis associated with the event was urinary frequency and urgency. The patient was seen by their hcp on (B)(6) 2007. Regarding the patient¿s bowel dysfunction, they felt they were 60 percent improved with the setting they had currently. Regarding their urinary function, the patient thought they were actually worse now. Reviewing what the patient said in 2003, they were up 4 times at night then and actually thought they were up 1 to 3 times now. The patient continued to have what they felt was the same or worse frequency during the day and objectively it was not clear to the hcp that they were actually worse based on these findings. The patient was reprogrammed on their initial setting that they were on for 2 years with 2 negative and 3 positive at a pulse width of 210 and a rate of 14 hz. The patient first felt it at 1.3v in the butt cheek area and they got it to be comfortable at 1.5. Stimulation at 1.55 and 1.6 caused some discomfort and the stimulation felt better when the patient was sitting down. It was further reported that the patient¿s implant was removed within the year of implant in either 2007 or 2008. The patient had shocking since implant and it shocked them the entire time. Even though it was not helping with the bladder, it was helping with the bowels. The manufacturer representative was aware of these issues at the time the patient was having all the issues with the implantable neurostimulator (ins). The manufacturer representative told the patient they would be an advocate for them and the patient knew the manufacturer representative was aware because they were at all their appointments and told them they were documenting all of the issues of shocking. The manufacturer representative would meet the patient at their health care provider¿s (hcp¿s) office. The patient had told their hcp about the shocking and they had to see a different hcp to remove the last implant. The lead was broken, so the hcp had to leave a part of it in the patient¿s body and the whole thing was very scary. The patient was getting infections from the stimulation system and the infections they were getting were bladder infections. The patient¿s legs were swelling and the vaginal area was swollen as well. The patient¿s back where they put the lead was swollen and sometimes it would just jolt the patient on and off. Still to this day the patient was getting jolting and they had a huge scar of where the ins was implanted and they were not happy.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3889-28, lot# j0357507v, implanted: (B)(6) 2004, product type: lead. (B)(4).